Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. DHR could not be performed as the serial number provided is invalid/unavailable. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a review of the original call recording. The patient reported that at an unspecified time before the start of the alleged product issue, he began to develop the symptoms of ¿hypoglycaemic reaction, slurred speech, tingling mouth, instability in walking and balance was affected¿. The patient reported that the alleged product issue first started at 7:15pm on (B)(6) 2019, when he obtained the result of ¿50 mg/dl¿ which he considered to be high compared his feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient reported that at this point he ¿drank apple juice to increase his glucose¿. The patient went on to state that ¿the meter was incorrectly telling me my glucose was higher than it was so I stopped drinking apple juice¿. He claimed that about an hour later he went to the hospital where he was given medication but he stated that he is unsure of the exact medication he received. The patient reported that at the hospital, at an unspecified time, his blood glucose was tested on a hospital meter and a result of ¿24 mg/dl¿ was obtained. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as he did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because, although the patient was symptomatic prior to the start of the alleged product issue, he developed signs suggestive of a serious injury adverse event and required medical intervention for an acute blood glucose excursion after ceasing self-treatment due to obtaining alleged inaccurately high results with the subject meter.